Manufacturer narrative:
Additional information: the customer provided photos were evaluated. The photos display the suspect lens in original daisy wheel and damaged could be observed on the lens. Due to no product received, no further evaluation was performed. The complaint issue "inclusions" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. No malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
The customer reported that the monofocal intraocular lens (iol) had a stain on the optics so it could not be used. There was no patient contact with the lens or cartridge as the issue was during handling, but before the insertion of the lens into the eye. That a cartridge was not used because the nurse saw the damage on the lens prior to loading into the cartridge. It was confirmed that a replacement lens of the same model and diopter was used. No medical intervention required and there will be no surgical intervention in the future. As expected, the patient was not affected by this issue. No further information was provided.

Manufacturer narrative:
Section a2, a3a. A3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to apr 24, 2024. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: phone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.